Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue, but reverted to an alternate method of insulin therapy when the occlusion would not clear. There was no reported adverse impact. Multiple attempts were made by tandem technical support to follow up with the customer to complete troubleshooting, but no response was received.